Manufacturer narrative:
Results: the returned pump max was able to power on and produce a vacuum pressure of approximately -26.0 inhg. The pump max was powered on and ran continuously for approximately 30 minutes and no unusual sound and overheating was observed. Conclusions: evaluation of the returned pump max revealed a fully functional device. During the functional testing, the pump max was powered on and ran continuously for approximately 30 minutes and no unusual sound or overheating was observed. The device was able to produce a vacuum pressure within the specification. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician was using the pump max and reported that it began making noise and overheating. The pump max was therefore removed and was no longer used in the procedure. The procedure was completed using another pump max. There was no report of an adverse effect to the patient.